Event description:
While screwing the plate, a screw in the most super anterior hole on the plate continued to travel through the plate. The screw was 3.5mm in diameter. The surgeon had performed minor bending of the plate prior to fixation. The surgeon elected to remove the problematic screw from the bone and did not re-use that hole on the plate. He removed several other screws to allow access to remove the screw which went through the plate. He then refixed the plate by exchanging some bone screws for locking screws to achieve adequate fixation.

Manufacturer narrative:
Investigation in progress but not yet complete.